Manufacturer narrative:
After completion of event investigation the following sections have been updated: section h6: component code - 4707 (computer software). Investigation findings - 4248 (usage problem identified). Investigation conclusion - 61 (unintended user error caused or contributed to event). Section h10: product support engineering team determined that user error resulted in the unintended deletion of multiple devices from the server. No adverse event reporterd by the customer.

Manufacturer narrative:
Customer reported that pyxis anesthesia es system and pyxis medstation es system devices were unexpectedly removed from the server when attempting to delete a single device. Customer stated that an undisclosed number of active anesthesia cases were impacted. Customer's pharmacy department mitigated by dispensing required medication to patients. Customer has not disclosed the nature or the number of affected procedures. Customer reported that none of the affected procedures resulted in patient or user harm. This event is recorded in complaint number (B)(4). A product support engineer evaluated the customer's report and determined that the customer requested for device named soped to be deleted from the server. The deletion of this device resulted in the unexpected deletion of multiple devices from the server. The situation was immediately addressed by the manufacturer's technical support team, restoring the affected devices to normal operating conditions. Devices confirmed operational. Investigation pending; a supplemental report will be submitted upon root cause analysis completion.

Event description:
Customer reported that pyxis anesthesia es system and pyxis medstation es system devices were unexpectedly removed from the server when attempting to delete a single device. Customer stated that an undisclosed number of active anesthesia cases were impacted. Customer's pharmacy department mitigated by dispensing required medication to patients. Customer has not disclosed the nature or the number of affected procedures. Customer reported that none of the affected procedures resulted in patient or user harm.

Event description:
Customer reported that multiple bd pyxis anesthesia es system and bd pyxis medstation es system devices were unexpectedly removed from the server when attempting to delete a single device. A multitude of devices need to be resynced and went offline, had an unstable connection to rss. Customer stated that an undisclosed number of active anesthesia cases were impacted. Customer's pharmacy department mitigated by dispensing required medication to patients. Customer has not disclosed the nature or the number of affected procedures. Customer reported that none of the affected procedures resulted in patient or user harm.

Manufacturer narrative:
The following fields have been updated with additional/corrected information: a1, b5, d1, d4, d5, d9, g2, g6, h2, h6, h10, h11. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from 24-feb-2021 to 24-feb-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the device was deleted off at the server. A technical support specialist found the unexpected deletion of multiple devices from the server and recovered using script based on ka000013278. Restarted the datasync and maintenance service to resolve the issue. The system was functional as intended after the field service engineer troubleshot the device.